Event description:
During biomed testing, the device failed to charge the energy via paddle selections on two separate sets of paddles. There was no patient involvement in the reported malfunction. The malfunction was attributed to the device's multi-function cable.